Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high threshold, low impedance and poor sensing were observed. CT revealed that the lead had moved. Physician decided to not reposition the lead. Hence, the lead remains implanted.